Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer noticed blank display and fluid in pump when it exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed the pump failed in self test, but the issues were unresolved. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged blank display and exposed to moisture found on (B)(6) 2022. No blank display noted. The insulin pump powered up properly after the battery was installed. However, the insulin pump was received with no button response. Unable to perform the displacement test, active current test, sleep current test and self test due to no button response. Unable to download history files and traces using thump due no button response. Unable to generate the power management graph due no downloaded history files and traces. Insulin pump was cut open to perform visual inspection and found corroded electrical board and moisture damage on the electrical board. The keypad flex connector had moisture damage. No damage noted on the motor or force sensor. Using a test electrical board and the original electrical board the insulin pump had no button response. Using a test electrical board, test case and the original electrical board, the insulin pump had no button response. Using a test electrical board and the original electrical board, the insulin pump had no button response. Using a test electrical board, test case and the original electrical board, the insulin pump had no button response. No button response and unable to download due to moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Blank display not confirmed. No button response confirmed. Unable to download confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.